Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on nov. 02, 2016. The strip lot # d160322-1 was manufactured on 03/22/2016 and expired in 03/2018. Ok biotech received no complaints from same manufacturing batch of strips . Ok biotech tested the retain strips of lot#d160322-1 with in house meter and control solution. The control solution tests for level low were 63/59 mg/dl; for level high were 216/228 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 5:15 pm after the end user received inconsistent results from her two prodigy meters. The end user performed two blood glucose test on 2 separate prodigy meters and received readings of 500 mg/dl and 275 mg/dl. Out of concern for the high reading over 500 mg/dl the end user sought medical attention. The end user refused to provide any of the pertinent information on the initial call. So several attempts were made to contact the end user to obtain additional information in regards to this medical attention. All attempts were unsuccessful, so therefore no further details could be gathered.

Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. Okb tested the standby current of returned meter, the result was 1.0a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number:d160322-1). The control solution tests for level low were 58/59 mg/dl, for level high were 247/253 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We tested the retain strips of same batch from our warehouse (strip lot number:d160322-1). The control solution tests for level low were 52/55 mg/dl; for level high were 235/236 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
This is a supplemental report to initial report 3005862821-2017-00106 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on oct. 24,2017 and an investigation results of the suspect devices were completed by ok biotech.